Manufacturer narrative:
The device was returned and an eval was performed. The eval confirmed and reproduced the pump turning off through power cord manipulation caused by a failed power cord. The power cord was replaced.

Event description:
It was reported that a spectrum pump had a "short in the cabling". During baxter's eval, it was discovered that the pump would turn off if the power cord was manipulated. There was no pt involvement.